Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the patient has scleroderma. The husband advised the lifevest exacerbates the skin condition where the straps lay. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a cream for the irritation. Per patient information and authorization log, the doctor decided to end use on (B)(6) 2021 due to a planned finish. The medical outcome is unknown. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the patient has scleroderma. The husband advised the lifevest exacerbates the skin condition where the straps lay. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a cream for the irritation. Per patient information and authorization log, the doctor decided to end use on (B)(6) 2021 due to a planned finish. The medical outcome is unknown.